Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported thrombosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling.

Event description:
Adverse event: thrombus. Onset of adverse event: approximately 10 days after stent placement. Device issue: none. It was reported that approximately 10 days post a circumflex artery stenting procedure with a xience v stent, on (B) (6) 2010, the patient reported chest pain. An angiogram was done showing subacute thrombus (sat) at the proximal end of the stent. A thrombuster device was used and balloon angioplasty was done. There was no adverse patient sequela reported. Although requested, there was no additional information provided.